Manufacturer narrative:
(B)(4). Additional information requested and received: did the device deploy staples? The device deployed a few staples, but did not form in the tissue was the staple line complete? No did the device cut ? No was the cut line complete? No the analysis showed that the ats45 device was received in good visual condition and with a 6r45b cartridge loaded in the device. The reload was received partially fired 1/3 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic appendectomy procedure, on the second firing of the device, the product jammed and was very hard to open. They were firing a white load on the mesoappendix. The first firing performed as it should. Case completed with another device and reload of the same product code. There were no patient consequences reported.